Event description:
Customer reported that during fluoro, the images are black, or appear to be subtracted, or the image cannot be found. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found retracted pins in the lemo connector. Replaced lemo connector. Checked and verified image quality. System operates as intended.